Event description:
After successful completion of the procedure, the user identified blood in the fluid collection bag. A leak in the distal section of the catheter was identified after the catheter was removed from the pt. The source train was fully recovered within the transfer device. No unintended radiation exposure was experienced.